Event description:
(B)(4). The dealer reported that the tdxsr power wheelchair had the tires replaced, and afterwards, the user was alleging that the unit was getting intermittent short to the frame. There was no patient injury reported.